Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Medical device problem code- (B)(4).

Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique via a 7f sheath hole prior to a mitraclip procedure. Reportedly, no resistance noted during advancement of the proglide device into the anatomy and after suture deployment, the foot plate was closed but there was an issue retrieving the device. The proglide device became stuck and force was applied during the removal attempt. The device separated in 3 pieces, a foot separation and guide separation occurred. A moderate widening of the tissue tract was performed, using forceps and without cutting the vessel, to retrieve the device. The separated foot piece was removed from the tissue tract, but it was not saved. The other piece of the foot was still attached to the device. No vessel damage was reported. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide and foot detachment were confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the removal against resistance was circumstantial related to the difficulties encountered. The reported guide detachment, foot detachment and device entrapment appear to be related to high angle of insertion or torsional manipulation applied during device placement. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4 - lot no, expiration date h4 - device mfg date.